Event description:
It was reported that the event was discovered prior to the device release. Upon interrogation, it was noted that the pacemaker exhibited an inappropriate magnet response and was failing to be interrogated. The pacemaker was not used. There was no patient involved.

Manufacturer narrative:
The reported event of inappropriate magnet detection was confirmed. It was a short duration events (>15 sec and < 3 min). Based on the information provided, the exact cause of the magnet detection cannot be determined. The reported event of ¿high pacing rate¿ was confirmed. Device was received with voltage above elective replacement indicator (eri) level. Thermal and mechanical testing of the device did not find any anomaly. Device pacing rate was measured at various condition, and it remained within normal range, device magnet response was also verified, and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.